Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure while attempting to place the clip, the clip was opened to approximately 120 degrees. When trying to lower the grippers only one of the grippers were responding and the latch was not working. Troubleshooting was performed multiple times unsuccessfully. The clip was inverted, brought back into the atrium and tested the clip again. The clip would not open because of the latch gripper. The clip was removed and a new mitraclip ntw was selected and implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported difficult single gripper actuation due to the harness pinching the gripper cover. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult single gripper actuation is due to the harness pinching the gripper cover. There is no indication of a product quality issue with respect to manufacture, design, or labeling.